Manufacturer narrative:
The echelon-14 micro catheter was returned. The echelon-14 micro catheter was decontaminated. The echelon-14 was measured to be within specification. Upon visual inspection, no damages or irregularities were found with the echelon-14 hub. No bends or kinks were found with the echelon-14 catheter body. The echelon-14 distal tip was noted to be pre-shaped; however, the distal tip was found bent into a ¿j¿ shape. The characteristic of the bent echelon-14 distal tip is consistent with tip shaping. The echelon-14 distal marker/tip was found separated and missing. The echelon-14 micro catheter was flushed, water exited from the distal tip. An in-house mandrel was inserted into the echelon-14 hub and through the distal separated end without issue. Approximately 1.9mm-3.9mm of the echelon-14 distal marker/tip was found missing and not returned. The outer and inner tubing material at the separated end exhibited with jagged edges and stretching. The inner elliptical wire at the separated end was exposed. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿marker band dislodged¿ was confirmed. The echelon-14 distal marker/tip was found missing and not returned. The plastic deformation of the tubing material indicates that the catheter tip separated as the tensile strength of the tubing material was exceeded. The separated distal marker/tip was not returned; therefore, any contributing factors such as damage could not be assessed. It was reported the echelon-14 marker was not within the patient; therefore, it is possible the marker separation occurred prior to use and/or during preparation. As there appears to have been additional shaping performed to the echelon-14 distal tip it is possible the distal marker/tip became damaged/separated during shaping. However, the root cause for the tip separation could not be determined as there is insufficient information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The echelon catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that markers are missing from the catheter the patient was undergoing coiling treatment for an aneurysm. It was reported that when inserting echelon catheter into non-medtronic guide catheter, physician noticed the no marker bands on the catheter. There was not any resistance noted during navigation of the catheter to the target location. There was not reported any patient symptoms or complications associated with this event. Change another echelon 14 catheter and continued the procedure. The marker bands were not in patient as they were missing from the beginning.